Manufacturer narrative:
Section a1-patient identifier: sid = (B)(6). Section b5 - describe event or problem: updated with additional patients provided on 12apr2023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On 12apr2023, the customer provided two additional patients with falsely elevated potassium results. The following data was provided: 08apr2023 sid (B)(6) initial result = 6.7 mmol/l; sid (B)(6) (new draw) result = 3.8 mmol/l. 11apr2023 sid (B)(6) initial result = 6.7 mmol/l, repeat result = 4.0 mmol/l.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced multiple parts including the ict pinch valve tubing, ict preamp board and ict preamp cable. The replacement of the parts resolved the issue. The ict preamp board, and ict preamp cable were determined to be the likely cause of the issue. The instrument service history review revealed no additional erratic or discrepant patient results reported on alinity c processing module (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for four patients. The samples were repeated, and the results were normal. The following data was provided: customer¿s reference range is 3.5 to 5.1 mmol/l (B)(6) 2023 sid (B)(6) initial result = 9.1 mmol/l, repeat result = 3.8 mmol/l. (B)(6) 2023 sid (B)(6) initial result = 8.7 mmol/l, repeat result = 4.9 mmol/l. (B)(6) 2023 sid (B)(6) initial result = 7.1 mmol/l, repeat result = 3.9 mmol/l. (B)(6) 2023 sid (B)(6) initial result = 7.0 mmol/l, repeat result = 4.0 mmol/l. No impact to patient management was reported. On (B)(6) 2023, the customer provided two additional patients with falsely elevated potassium results. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 6.7 mmol/l; sid (B)(6) (new draw) result = 3.8 mmol/l.. (B)(6) 2023 sid (B)(6) initial result = 6.7 mmol/l, repeat result = 4.0 mmol/l..

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for four patients. The samples were repeated, and the results were normal. The following data was provided: customer¿s reference range is 3.5 to 5.1 mmol/l (B)(6)2023 sid 670266153 initial result = 9.1 mmol/l, repeat result = 3.8 mmol/l (B)(6)2023 sid 3703366059 initial result = 8.7 mmol/l, repeat result = 4.9 mmol/l (B)(6)2023 sid 670340768 initial result = 7.1 mmol/l, repeat result = 3.9 mmol/l (B)(6)2023 sid 670711377 initial result = 7.0 mmol/l, repeat result = 4.0 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6)an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.